Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies except for damage related to procedural damages. Additionally, the full helix extension length measured within required performance specifications.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
The right ventricular (rv) lead was explanted and replaced due to loss of capture after a non-sustained rv oversensing alert was seen on follow-up. A micro dislodgement was suspected due to poor placement on implant. The patient was stable with no adverse consequences.